Manufacturer narrative:
This report is for an unknown 3.5-mm reconstruction plate construct/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: hollo d, et al. (2020), plating and cortical bone grafting of clavicular nonunions: clinical outcome and its relation to clavicular length restoration, jses international, volume 4, pages 508-514, (switzerland). The goal of this study was to evaluate whether plating and cortical bone grafting of shortened clavicular nonunions would restore clavicular length and enable bone healing. Between 2005 and 2016, 25 adult patients who received a diagnosis of a symptomatic nonunion of the clavicular midshaft or lateral segment, had undergone plate fixation with cortical bone grafting, and completed a postoperative follow-up examination at a minimum of 2 years were included in the study. The median age of the patients was 53 years (range, 19-82 years) and 13 were females. The unknown synthes 3.5-mm lcp superior clavicle plate, the unknown synthes 3.5-mm valcp anterior clavicle plate, or the unknown synthes 3.5-mm reconstruction plate was used for superior or anteroinferior fixation. All patients followed a standardized rehabilitation program in which the affected shoulder was immobilized in a sling for the first 2 weeks after surgery. During the 6-week postoperative period, all patients undertook physical therapy with active elevation and abduction limited to 90 degrees and restricted weight bearing. Complications were reported as follows: 17 patients had implant removal within 18 months after surgery owing to pain. 2 patients had implant removal within 18 months after surgery owing to poor cosmesis. 2 patients had clavicular shortening of 17 mm as measured by ultrasound. 4 patients had a refracture at the same location as the former nonunion after removal of the implant, of whom 3 were successfully treated with plate fixation. The 4th patient presented with positive biopsy findings indicating a cutibacterium acnes infection after nonunion surgery. 3 weeks after implant removal, the clavicle fractured again and the patient refused any further surgical intervention. Nonsurgical treatment failed, with a resultant clavicular length difference of 17 mm; 1 patient had residual pain in the operated shoulder at the final follow-up owing to symptomatic osteoarthritis of the acromioclavicular joint. 1 patient had residual pain in the operated shoulder owing to muscular imbalance of the ipsilateral trapezius in the other. 3 of the identified patients died. This report is for the unknown synthes 3.5-mm reconstruction plate construct. It captures the reported events of implant removal due to pain, refracture after implant removal, revision and infection. This is report 2 of 3 for (B)(4).